Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon investigation, engineering was unable to replicate the complainant's experience. All clips loaded and closed properly, and the lockout engaged normally. Applied medical issued a voluntary class ii recall on the ca090 direct drive® clip applier due to increased customer feedback indicating inconsistent clip application, which has the potential to lead to unoccluded vessels.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Lap appendectomy: the doctor had no control when firing a clip. Patient status: no patient injury.